Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the suturing of arteriovenous fistula blood vessels, without excessive force, the suture broke, resulting in an extension of the time for suturing the vessels, and the vessels were sutured again, causing damage to the intima of the vessels. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ what was done to treat the "damage to the intima of the vessels"? ¿ was any additional procedure required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post-operative care due to the "damage to the intima of the vessels"? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ was there any patient consequence or injury? ¿ procedure name? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.